Event description:
The international philips field service engineer (fse) reported a ventilator was experiencing a intermittent autozero pressure failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & address & phone #: (B)(6).

Manufacturer narrative:
Information was received that the issue was discovered outside of clinical use. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered data acquisition board replacement. When the parts become available the repairs will be conducted. If new information is received a supplemental report will be submitted.